Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Without a closed sample a study cannot be analyzed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, it is considered that this is an isolated unit, but the whole batch is correct. Final conclusion: complaint is not justified. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Note of this incidence and if any closed sample is received in the future, it will be re-open the case will be analyzed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan when the customer opened the package, the needle was detached from the suture.